Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: july 21, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half and both haptics detached, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, was not related to this complaint. Furthermore the complaint meets the criteria for no investigation to be performed; therefore, no product malfunction or deficiency could be identified, and no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unknown, information not provided. Date of event: unknown, not provided. Best estimate date is between (B)(6) 2020 - (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing glare and light distortion since the implant of the intraocular lens (iol) in the right eye. The lens was decentered and was explanted from the patient's eye. A small vitrectomy was performed and a competitor lens was implanted into sulcus. The patient was discharged home. No further information was available.